Event description:
Additional information was received that the stroke resolved approximately one month after onset.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure and after the bioprosthetic transcatheter was implanted a left bundle branch block (lbbb) was identified. There was no treatment reported. The physician indicated the lbbb was causal to the valve. Two days following the valve implant the patient experienced blurred and reduced vision of the right eye. A neurological evaluation was performed. A diagnostic computed tomography (CT) identified a subacute infarct area in the posterior flow area left. No treatment provided. However, hospitalization was prolonged as result of the stroke. The physician indicated the stroke was possibly related to the valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that with the valve thrombosis an increase in white blood cell level occurred. An antibiotic was started. Medication was administered intravenously. The reported stroke was now reported as possibly related to the procedure, but not related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the bioprosthetic transcatheter valve was implanted into the native annulus. Aaortography showed the valve was implanted at 2 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Anti-platelet therapy used following valve implant procedure was edoxaban. Two days following the valve implant, a transthoracic echocardiogram (tte) was performed and showed increased velocity max (vmax) of 3.5 meters per second (m/s) and the mean aortic valve pressure gradient was 21.54 millimeters of mercury (mmhg). Transcatheter aortic valve (tav) thrombosis was diagnosed. The last three international normalized ratio (inr) results before the thrombus was detected was 1,2/1,2/1,2. Five days later, a CT was performed and showed insufficient opening of right leaflet with slight thickening as a correlate to incipient thrombosis. Medication change from edoxaban to phenprocoumon was required to treat thrombus. The physician indicated the thrombosis was causal to the valve and the event had not resolved. Seven days following the valve implant, atrial fibrillation (afib) occurred. It was noted that the stroke was recove ring.

Manufacturer narrative:
Updated data: b5 b7 h6 removed annex e - e060102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the afib was a pre-existing condition. No symptoms were associated with the afib. Cardioversion was required and resolved the afib. Per the physician, the afib was unrelated to the valve and the valve implant procedure.

Manufacturer narrative:
Updated data: h6 product/image analysis: post implant computed tomography (CT) imaging provided from one week following the implant of the valve. The sinus of valsalva (sov) mean diameter was 32.5 millimeter (mm). Possible plaque/thrombus was seen around transcatheter aortic valve (tav) frame versus the native thickened leaflets. The valve implant depth was approximately 2.1 mm under non-coronary cusp (ncc), 3.8 mm under left coronary cusp (lcc), and 5.6 mm under right coronary cusp (rcc). Valve to left coronary distance was approximately 7.6 mm. Valve to right coronary distance was approximately 6.3 mm. Possible pannus/thrombus versus inadequate contrast filling was seen inside the tav frame near rcc, lcc and near ncc. Possible plaque/thrombus seen in left atrial appendage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.